Manufacturer narrative:
Submit date: 05/16/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 05/03/2016 that a customer had an issue with defibrillation electrodes. The customer reports that they used defib electrodes for monitoring only. After the pads were removed from the patient, they noticed a burning smell and the bottom of the pads were burnt out. Per further information received, the paramedic reported the patient was in cardiac arrest upon ems arrival and remained in cardiac arrest throughout the incident. The cause is unknown. Defibrillation was not indicated for this patient based on their cardiac rhythm following acls protocols. The paramedic had no issues with the EKG monitoring through the pads and did not defibrillate the patient. When the patient was brought to the ed they continued to work on her and they called her. When they took the pads off, they had a burning smell but did not burn the patient. Although there was no correlation between the patient death and the burning smell, the patient was deceased while covidien electrodes were being used to monitor the patient.

Manufacturer narrative:
Submit date: 07/26/2016. The reported complaint identified that the bottom of the pads were burnt out during product use. A review of the device history record could not be performed as a lot number was not provided for this complaint. Samples were provided by the customer for this complaint. The electrode set was received inside a clear sealed polybag. The electrodes were no longer sealed inside a product pouch so the lot code could not be obtained. The release liner from each electrode had been removed and were not included with the samples. One electrode was attached by the gel to the cover material of the second electrode. A visual examination of the electrodes was performed. The tin layer on both electrodes was discoloured and flaky. The colour of the tin on one electrode was dark grey indicating that a concentration of energy had occurred in that area causing the burnt condition as noted by the customer. The appearance of the hydrogel was yellow in color and hard and crumbly. The most likely root cause for this hydrogel appearance is product exposure to air and/or extreme heat. Product used beyond its expiry date could also have similar visual appearance. It is worth noting that this product (31319281) is a single use, disposable device that will perform as intended if handled and stored in accordance with the instructions printed on the package labeling. An inspection of each washer/eyelet component was performed; the eyelet crimp was visually acceptable with no cracks and had a snug fit to the washer which is critical to ensure a good energy transmission from the wire to the gel and on to the patient. Each electrode was subjected to continuity verification with a multimeter. Continuity was present between each electrode and there were no issues identified that would suggest a faulty or broken circuit. However, the dried out condition of the returned electrodes may have been the root cause of the burnt area on the pad as noted by the customer. Although this product should not be susceptible to normal environmental influences, it should be stored in environment ranging from 10 degrees fahrenheit to 104 degrees fahrenheit (-13 degrees celsius to 40 degrees celsius). In addition, this product should not be stored at temperatures above 68 degrees fahrenheit (20 degrees celsius) for more than 4 months. The product warnings and precautions also warn for product not to be used if electrode gel is dry or damaged. Since no details are available regarding the customers storage and handling practices of this product prior to use the alleged condition cannot be confirmed as manufacturing related. Current manufacturing practices require production to be sampled and inspected through a series of functional and visual testing to ensure good connectivity and shock delivery. Functional testing performed on this product includes but is not limited to electrical testing, energy transmission testing, gel weight measurements, pull force testing, and residual monomer testing. Likewise, visual inspections are performed where construction, alignment, packaging, and labeling of product are examined to ensure all product requirements are met prior to release. There have been no design changes to this product within the past year that would contribute to any increased probability of the reported issue. Since there is no complaint trend, no corrective action is required at this time. This complaint will be recorded for tracking and trending purposes.